Event description:
Customer reported that while transporting a pt to another facility the infant star 100 the pt was connected to stopped delivering imv breaths. The ventilator was functioning normally until they loaded the pt in the ambulance, at which point all imv breaths ceased and only peep was delivered. This device was exhibiting the same behavior during a transport earlier that day (referencemdr 2025525-1997-00032). The pt was bagged and there were no adverse effects to the pt.